Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient was hospitalized with hyperglycemia while wearing a pod for more than 48 hours on the abdomen. The patient had issues with their heart and was not feeling well, so they called an ambulance. The patient had high blood glucose of 600 mg/dl when they arrived. They were kept overnight for observation. They were only treated with nitro peel and then a cream nitro afterwards. The patient reported that after removal of the pod they saw that the cannula did not insert into her skin properly. The pod was discarded.